Event description:
Device malfunction: resistance during device removal, distal guide detached. Time of device malfunction: during vessel closure. Symptoms/ae: surgical retrieval. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, resistance was felt during the needle plunger removal and the device could not be removed from the vessel. A vessel cut-down was performed revealing the needles had deployed in the inguinal ligament and that the distal guide had detached. The device was surgically removed and the distal guide was snared from the vessel. The artery was surgically sutured to achieve hemostasis. There were no other adverse patient sequelae reported. No additional information was available.

Manufacturer narrative:
User error (patient selection) and (off label use - puncture site at the inguinal ligament). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.